Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy fusion extraction balloon. When the physician was performing a balloon sweep in the common bile duct (cbd), the balloon ruptured and detached from the catheter. The balloon catheter was removed from the endoscope. A snare was advanced over the wire guide to retrieve the detached balloon material from the patient. Another extraction balloon was used to complete the procedure. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation. Evaluation: our evaluation of the returned device confirmed that the balloon material has split near the joints and has detached from the catheter. The balloon material is cylindrical in shape and is secured to the catheter at both ends (balloon joints). The joints where the balloon is secured to the catheter remain intact, but the balloon material has split near both joints entirely around the circumference, creating the detachment of the balloon material. All of the balloon material was included in the return. The balloon material that detached remains largely intact with a cylindrical shape. However, a hole in the balloon material was detected through a visual inspection of the detached section. A discrepancy or anomaly that could have contributed to this observation was not observed during our analysis of the returned product. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of balloon material detachment is remote. Conclusions: due to the variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: damage to the balloon material can occur if the balloon material has come into contact with a sharp object, such as a sharp stone, or possibly a burr in the endoscope channel. If the device is inflated with an alternative medium, such as water, contrast or saline, this can compromise the integrity of the balloon. Other possible factors that can contribute to balloon material damage include exceeding the recommended inflation volume, applying excessive force during extraction, or reusing the device. Prior to distribution, all fusion extraction balloons are subjected to an air inflation test to ensure proper balloon function. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a corrective action has been implemented in an effort to reduce occurrences of balloon material pinhole and rupture. This product was manufactured prior to implementation of this corrective action. The likelihood of the balloon material detachment is remote. Customer quality assurance will continue to monitor for complaint trends.